Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced shocking or jolting sensations following reprogramming and new group addition. The pt was redirected to their physician. Additional info was requested.